Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this rv lead was capped due to a greater than 3,000 ohm impedance and no capture in bipolar. He was admitted to the hospital and given a new rv lead and device the same day. Should additional information be received, this file will be updated.